Manufacturer narrative:
This report is submitted on 31 march 2020.

Event description:
Per the surgeon, it was reported that the device was explanted on (B)(6) 2019 due to suspected device failure. The patient was re-implanted with another manufacturer's device.

Manufacturer narrative:
This report is submitted on april 23, 2020.